Event description:
During the procedure the ops was found to be occluded. The perfusion could not pull back; air got into the line. The unit was removed and replaced to complete the procedure. This event had no adverse effects to the patient. The patient is reported to be fine.